Manufacturer narrative:
The lens was returned dry in gauze. There was clear surgical residue and debris on the lens surface. Visual inspection found the haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, into the patient's left (os) eye on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to increased post-op pressure. On (B)(6) 2019 a shorter lens was implanted and the problem was resolved. No patient injury is noted.

Manufacturer narrative:
(B)(4).